Event description:
During acl repair, the tip of a biorci screw broke off. The broken piece was removed with a two to three minute delay. A second biorci screw was used with success. No injury or procedural complications occurred as a result of the broken screw.